Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a positive result with the covid-19 at-home test compared to pcr. On (B)(6) 2020, at 6:40 am, the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2020, at 10:00 am the consumer had a pcr test performed and the result was negative. The type of test used was unknown to the consumer. The consumer performed another covid-19 at-home test and the result was positive. The time and date the second covid-19 at-home test was performed was requested but not provided. The consumer has had symptoms but didn't specify what kind of symptoms. No other information can be provided. No additional information about treatment and outcome was provided.